Manufacturer narrative:
"The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that a newly received ilet pump arrived with a cracked screen out of the box, and a replacement pump was provided while the original unit was requested for return. Symptoms included no adverse health effects, and the user had not begun therapy on the damaged device. Outcomes included no medical intervention, no hospitalization, and no impact on clinical status. Investigation included remote troubleshooting support and logistical coordination for device return to enable evaluation. Investigation of this case revealed a device component issue involving the display assembly consistent with physical damage present upon receipt; no user therapy data were available because the device was not initiated. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.